Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, scratches and a probe unit tip peeling on the scope body was observed. Excessive broken elements were found on the ultrasound image causing a shadow in the image. Button #1 had a hole on the ultrasound switch. Surface scratches were found on the ultrasound cord. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported bad ultrasound image during a procedure. No patient injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include the improper handling of the device by the user.